Event description:
Additional information indicates the extension was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-21607. It was reported the patient fell and hit her head. In turn, diagnostics showed the patient had high impedances. X-rays indicated there to be possible damage to the extension. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.